Manufacturer narrative:
Initial report ref. To natus complaint #(B)(4). Doc-035405 rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn or rotate. Effect (harm): delay in patient treatment, over / under drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c - the stopcocks were so difficult for the nurses to turn that they needed to use clamps to get them to move back and forth for draining the csf.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint #(B)(4). Lot# of the affected part was not confirmed. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: this case had a drainage system with two damaged stopcocks. Both stopcocks are broken at the lever of the wall which is used to turn the stopcock into a closed or open position. A crack was found on the female luer of the chamber stopcock. The breakage of the components indicates that the user turned the stopcock with a tool instead of by hand leading to excessive torque applied. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - the stopcocks were so difficult for the nurses to turn that they needed to use clamps to get them to move back and forth for draining the csf.